Event description:
It was observed that during the device evaluation, the camera head exhibited a cut on the cable. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated and a cut in the cable was found. The investigation was unable to determine the cause of the cable failure. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device